Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.

Event description:
It was reported intermittently that occlusion alarms occurred. Customer blood glucose ranged from 326 mg/dl to high, specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated customer on proper the load techniques. A supply change was performed to address the issue and insulin delivery was resumed.